Manufacturer narrative:
On (B)(6) 2023, the pt provided additional medical reports by email. Visit dated on (B)(6) 2023. Pt reports continuing discomfort. Slit lamp exam: od corneal abscess located in the paracentral area at 7 o'clock, associated 1mm corneal ulcer, no tyndall, no hypopyon action plan: moxifloxacin 1 drop every 4 hours, notilmicin every 4 hours (alternating every 2 hours), vitapos ointment 2-3 times a day, and fluorometolona 1 drop every 8 hours follow-up on (B)(6) 2023. Visit dated on (B)(6) 2023. Evolution: reports subjective improvement. Slit lamp exam: od paracentrally located corneal abscess at 7 o'clock, associated corneal ulcer less than 1 mm, no tyndall, no hypopyon action plan: erythromycin ointment every 6 hours follow-up in 48 hours. Visit dated on (B)(6) 2023. Visual acuity "cscs: 1 and 1." Slit lam exam: better appearance of lesion, smaller ulcer, inflammatory infiltrate clinical judgment: corneal ulcer od. Action plan: ducrese 1 drop every 6 hours , xanternet 5 vials per day, and vitapos ointment when going to sleep. Follow-up on (B)(6) 2023. On (B)(6) 2023, the pt called to provide additional information. The pt is feeling "a lot better," has a follow-up appointment next monday, and thinks may be discharged. The pt "feels that the ulcer has not yet closed completely." The pt will send medical reports via email. On (B)(6) 2023, the pt provided additional medical records via email. Visit dated on (B)(6) 2023. Slit lamp exam: better lesion appearance, paracentral corneal leukoma, mild inflammatory infiltrate, minimal staining and slight thinning. Normal rest. Subjective improvement. Treatment: xanternet 3 times a day and vitapos night. Clinical judgment: corneal ulcer od. Action plan: I maintain the same treatment. Review in 3 weeks. No additional information has been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Refused to return suspect cl.

Event description:
On (B)(6) 2023, a patient (pt) in spain reported visiting an eye care professional (ecp) for an "infected ulcer" after wearing acuvue brand contact lenses (cls). The date of event and brand of lenses was not provided. Attempts to contact the pt for additional information were made on (B)(6) 2023 and (B)(6) 2023 with no success. On (B)(6) 2023, the pt called to provide additional information. The pt has worn cls for 29 years and never had an issue. The pt reported "handling lenses very carefully and takes very good care of the eyes," but has exceeded the time of wear of the lenses several times. The pt stated the cls caused irritation and redness on the 3rd day of wear. The pt has been to "several" ophthalmologists and doctors. The pt did not sleep or bathe in the cls, did not come into contact with any other water source while wearing the cls, and has never had any infection while wearing the cls. The pt experienced "redness mostly on bottom" of the right eye (od). The pt first visited an ecp on (B)(6) 2023 and was diagnosed with conjunctival hyperemia and corneal abscess with epithelial defect (culture pending). The pt could not provide details of the medication prescribed at the time of the call but will send via email. Follow-up visits are scheduled with the ecp on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The od is "a lot better today." On (B)(6) 2023, the pt provided additional information by email. The pt reported "making" one bottle of artificial tears weekly and "I only took 1 week with the ulcer." Medical reports were provided. On 04oct2023, translation of the medical documents was provided. Visit date: (B)(6) 2023 reason for consultation: ophthalmological problem. Pt has been wearing contact lenses for 30 years. Pt refers to an ulcer resulting from an eye contact lens that apparently has caused problems. Pt states pt has been referred for evaluation by an ophthalmologist. Pt has been prescribed "cyclopexic" as an analgesic but was advised by the pharmacy that it was discontinued. Findings: corneal ulcer at 7 o¿clock. Erythromycin is applied in consultation after verbal consent pt was consulted on the existence of an ulcer and the absence of complications, yet pt insists on being evaluated in ophthalmology. No visual acuity alteration. "Ic with ophthalmology given the instance.¿ visit date: (B)(6) 2023 patient comes to the emergency room due to redness and pain in the od for 24 hours. Exploration: av cc od 0.6 ae 0.9 slit lamp exam od: moderate conjunctival hyperemia, 0.5 mm corneal infiltrate with epithelial defect, ¿remaining cornea tte¿, no tyndall, no hypopyon. Clinical judgment: conjunctival foreign body od. Action plan: oftacilox eye drops every two hours without a night break until review and cyclopegic eye drops every 8 hours. Follow-up tomorrow: (B)(6) 2023. Visit date: (B)(6) 2023 pt reports having a lot of symptoms. Exploration: av cc od 0.6 ae 0.9 slit lamp exam od: moderate mixed hyperemia, corneal infiltrate of 0.5 mm with epithelial defect, 2 paralimbar infiltrates of inflammatory appearance of less than 0.3 mm, no tyndal, no hypopyon, iop 16 and 17 mmhg. Ocular fundus (pharmacological mydriasis). Clear vitreous, level papilla, structured macula. Clinical judgment: conjunctival foreign body od action plan: deoftacilox eye drops every 2 hours without night rest until review, cyclopegic eye drops every 8 hours, and artificial tears on demand. Follow-up tomorrow: (B)(6) 2023 visit date: (B)(6) 2023 evolution: pt's symptoms are better. Ef: ac cc od 0.6 ae 0.9 slit lamp exam od: moderate mixed hyperemia, temporal paracentral corneal abscess of 1x1 mm with epithelial effect 0.5 mm, 2 paralimbar infiltrates of inflammatory appearance of less than 0.2 mm no tyndall, no hypopyon. Iop 17 mm. Ocular fundus (pharmacological mydriasis). Clear vitreous, level papilla, structured macula. Clinical judgement: foreign body conjunctival od and corneal abscess od. Plan: pt is referred to outpatient consultations to collect fortified eye drops of ceftazidime and vancomycin alternate every hour, atropine every 24 hours or cyclopegic every 12 hours, and artificial tears on demand. Follow-up tomorrow: (B)(6) 2023. Clinical judgment: conjunctival ¿ce¿ od. Visit date: (B)(6) 2023 evolution: pt feels better. Slit lamp exam od: moderate mixed hyperemia, temporal parcentral corneal abscess of 1x1 mm with epithelial defect 0.5 mm, 2 paralimbar infiltrates of inflammatory appearance of less than 0.2 mm, no tyndall, no hypopyon. Ocular fundus (pharmacological mydriasis). Without changes clinical judgment: conjunctival foreign body od and corneal abscess od. Action: fortified eye drops of ceftazidime and vancomycin alternate every hour, atropine every 24 hours or cyclopexic every 12 hours, and artificial tears on demand. Follow-up tomorrow: (B)(6) 2023. Visit date: (B)(6) 2023. Evolution: pt feels much better. Slit lamp exam od: mild conjunctival hyperemia, temporal paracentral corneal abscess of 1x1 mm with epithelial defect 0.2 mm rest of cornea not tyndall, not hypopyon. Good eye tone. Ocular fundus (pharmacological mydriasis). Without modifications. Clinical judgment: conjunctival foreign body od and corneal abscess od. Action plan: fortified eye drops of ceftazidime and vancomycin alternate every 2 hours, atropine every 24 hours or cyclopegic every 12 hours, and artificial tears on demand. Follow-up tomorrow: (B)(6) 2023. On (B)(6) 2023, the pt provided the lot number, confirming the suspect product is the acuvue® vita® for astigmatism brand cl. The pt will provide another medical report via email. On (B)(6) 2023, the pt provided additional information. The pt the od is "better" but still sensitive to bright light, and when that happens, the od does not open completely. The pt is still using "artificial eye drops" and has a follow-up appointment on friday (B)(6) 2023. The pt agreed to send additional medical reports via email. On 1(B)(6) 2023, the pt provided additional information. The pt "still hasn't recovered completely and has yet not been discharged," but is " feeling better today than yesterday." The pt agreed to send additional medical reports via email. No additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b015cj0 was produced under normal conditions. The od suspect cl was requested but return was refused. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Upon review of the information reported by the patient (pt) and submitted in MDR #1057985-2023-00079 (initial and follow-up #1), it was noted that the suspect product (acuvue® vita® for astigmatism) lot # b015cj0 was manufactured on 26sep2023. The pt reported the event date was 22sep2023. Lot # b015cj0 not released for distribution until 01oct2023. Attempts were made to clarify the lot # provided (see below). On 20nov2023, a call was placed to the pt to obtain the name of the doctor that kept the box of affected lenses. The pt provided the name of the treating hospital for confirmation of lot #. On 20nov2023 and 21nov2023, the treating hospital was called for confirmation of lot # with no success. On 21nov2023, and email was received from the pt. Pt stated, "if everything goes well, the doctor told me that when the ophthalmologist sees me on december 15th they will finally discharge me. I can't wait for the truth. Greetings." The pt's email included a "medical report of confirmation of temporary disability" temporary disability date: 23sep2023. Confirmation report date: 16nov2023. Estimated duration: 85 days. Date of the next medical check-up: 16dec2023. Confirmation diagnosis: ICD 10 - perforated corneal ulcer of unspecified eye. On 24nov2023, the treating hospital was called for confirmation of lot # with no success. On 24nov2023, a call was placed to the pt for additional information. The pt advised that at the time the suspect lenses were requested from the doctor, the doctor replied "I cannot give them back to you, we'll analyse them and then dispose of them." The pt has a follow-up appointment on 15dec2023 and will ask the doctor if the suspect box is still available to confirm the affected lot #. The pt stated that even though the eye is a lot better, the pt still "feels that it's not completely recovered." The pt stated use of xanternet was discontinued for a few days as the pt ran out, and since the pt has been applying it again, the eye "has got a bit worse." Therefore, the pt has booked an appointment with a private ophthalmologist on 27nov2023. The pt will forward medical reports following the upcoming appointments. On 11dec2023, the pt sent an email containing a medical report and receipt from the private ophthalmologist. On 15dec2023, translation of the medical report was received. Visit date (B)(6) 2023 . Pt comes to us for (not legible) a corneal ulcer affecting the od. The visual acuity is 20/20 (not legible) in both eyes. "Bcc": inert corneal leukoma in od treatment: fml (fluorometolona) eye drops: 1 drop 3 times/ 10 days, 1 drop 2 times/10 days, 1 drop 1 time/10 days. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On (B)(6) 2023, the pt called to provide additional information. The last appointment with the treating eye care professional (ecp) is scheduled for on (B)(6) 2023. On (B)(6) 2023, a call was placed to the pt for additional information. The pt stated the last appointment was completed on (B)(6) 2023. The pt was "discharged" and has resumed wearing cls "from a couple of days ago." The right eye (od) feels "ok." The pt was prescribed artificial tears, thealoz duo (dosage and frequency not provided). The pt advised that the treating ecp would discard the suspect cls (therefore, confirmation of suspect lot number is not possible). No additional medical information has been received. No additional medical information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.